Event description:
The patient was having an epidural inserted using the perifix continuous epidural anesthesia tray. The connector piece that connects the catheter to the tubing came apart. When this happens it the piece becomes contaminated and then a new kit has to be opened since this is a sterile procedure. This creates a delay in treatment/pain relief to the patient.reportedly this has happened on several occasions in the last few months.